Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead exhibited lead warnings that occurred on the date of implant and was likely due to measurement during implant. All impedance is normal since then. The leads remain in use. No patient complications have been reported as a result of this event.